Event description:
Complainant alleged that during biomed testing the device failed to display a "defib pad short" message when connected to the test plug on the multi-function signal cable and failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.